Event description:
Patient reported infusion device displaying "2.01" and four dashes on the display screen. He indicated that the power pack had been in use for 2 or more weeks. Patient reported that he was aware of the power pack recall. Company representative advised patient on the importance of replacing the power pack every two weeks. Patient replaced the power pack and the infusion device functioned properly. He did not report any physiological effects associated with this issue. The patient did not report assistance by a healthcare professional or second party to address the issue. Product will not be returned for evaluation.